Event description:
It was reported that patient presented to the emergency room after receiving inappropriate therapy. Interrogation showed an alert for possible high voltage lead issue; however, the impedance measurements were normal. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Hospital personnel.